Event description:
A vaxcel pasv PICC was placed for therapeutic purposes on an unknown date. Upon difficulty flushing, the PICC line was removed in 2005. Upon removal, a hole was noted at approximately the four centimeter mark from the suture wing. The PICC line was replaced.